Event description:
It was reported that the patient had an infection at the pocket and leads site. Symptoms of drooping arm and diffuse all over pain were noted. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure due to the symptoms and then discovered an infection. The patient was doing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 3163153/5146604.

Event description:
It was reported that the patient had an infection at the pocket and leads site. Symptoms of drooping arm and diffuse all over pain were noted. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure due to the symptoms and then discovered an infection. The patient was doing well.